Manufacturer narrative:
The insulin pump was received with a critical pump error and pump error 35 is found in the formatted history file due to force sensor zero off set out of specification. We were unable to perform the self-test, displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to critical pump error. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed critical pump error and pump error 35. Customer's blood glucose level was 13 mmol/l. The customer was unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.